Event description:
Routine complaint investigation confirms a test result out-of-range of the quality solution low range (quality control solutions are specially intended to verify device performance). Analysis indicates that this reslult, had it been obtained from a patient sample, could potentially have had an adverse clinical effect.